Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2015. According to the complainant, the stent was used to treat a stricture in the middle common bile duct. Reportedly, the patient anatomy was not tortuous and had not been dilated prior to the stent placement. There was no visible damage noted to the stent system prior to the procedure. During the procedure, the physician began to deploy the stent; however, the last 20 percent of the stent could not be released even when the physician fully pulled back the handle. The stent was removed from the patient partially deployed. The procedure was completed with another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.